Event description:
Per the pt, she accidentally dropped the cadd legacy 6400 pump, sn (B)(4) and the screen cracked. The pump is delivering her remodulin but nothing is displayed. Dose or amount: 49ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.